Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the device not inflating properly. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the device not inflating properly. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders found no evidence of abnormalities, and both cylinders passed leak testing. The pump did not show any signs of damage or leaks, and it passed functional testing within product specifications. Based on the information available and analysis results, the analysis was unable to confirm the reported allegations; therefore, a conclusion code of no problem detected was chosen.